Event description:
It was reported via ms&s "nurse is asking if the powerglide pro midline is radiopaque. She states that she was attempting to place powerglide pro midline that is 8 cm and the midline would not thread. She states she withdrew the midline and the catheter appeared frayed and only measured 7 cm. She states she did an x-ray of the shoulder and upper arm and no catheter was seen on x-ray. Responded that the powerglide pro midline is radiopaque."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide midline catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 20ga powerglide pro midline catheter. The first photograph depicted the package label and a portion of the catheter, including the distal end. The second photograph depicted the entire catheter. In both photographs, the distal end of the catheter appeared to be irregular and broken. While damage appeared to be evident in the submitted photographs, inspection of those photographs was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the catheter against the needle tip and tensile damage. A lot history review (lhr) of redq4009 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq4009 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse is asking if the powerglide pro midline is radiopaque. She states that she was attempting to place powerglide pro midline that is 8 cm and the midline would not thread. She states she withdrew the midline and the catheter appeared frayed and only measured 7 cm. She states she did an x-ray of the shoulder and upper arm and no catheter was seen on x-ray. Responded that the powerglide pro midline is radiopaque."